Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4) for two patients. Of the data provided, only the results for one patient were discrepant. Any patient with an inr higher than 4.5 inr on meter is sent to laboratory to be tested. The laboratory used dade innovin reagent. The meter result was 5.2 inr and the laboratory result was 3.9 inr. There was no allegation of an adverse event. The coumadin dose was adjusted based upon laboratory result. The therapeutic range was 2-3 inr. The suspect meter and test strips were requested to be retuned for investigation. All of the suspect test strips were used and could not be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with master lot strips: 2.7 inr, customer meter with master lot strips: 2.7 inr. Donor 2: retention meter with master lot strips: 2.2 inr, customer meter with master lot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.